Event description:
It was reported to philips that the control panel malfunctioned unexpectedly.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was transferred to the main hospital's catheterization room to complete the procedure. A philips field service engineer (fse) contacted the customer and other contacts multiple times; however, no further details were proved regarding this event. The customer never contacted philips for onsite service or evaluation. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was transferred to the main hospital's catheterization room to complete the procedure. A philips field service engineer (fse) contacted the customer and other contacts multiple times; however, no further details were proved regarding this event. The customer never contacted philips for onsite service or evaluation. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, serial number manufacture date and the reporting institution name have been updated.